Manufacturer narrative:
H3: analysis product ID nim4cm01 could not verify 'not working properly.' Pi box failure/not this console. Unit presented with sw:(v 1.6.4). Updated to sw:(v1.7.5) product analysis for product ID:nim4cpb1, serial#:(B)(6) verified 'not working properly.' Unit presented with sw:(v1.6.4), a channel 2 electrode failure due to a defective afe pcba, and a wired connection failure due to a defective main pcba. Product analysis for product ID:nim4cpb1, serial#: p2314162 verified 'not working properly.' Unit presented with sw:(v1.6.4) and a wired connection failure due to a defective main pcba. H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Fdr code c0201 is applicable for nim4cpb1 serial#:(B)(6)and serial#: (B)(6). Fdc codes d02 is applicable for product ID:nim4cpb1 serial#:(B)(6); d1102 is applicable for product ID:nim4cpb1, serial#: (B)(6) and d20 is applicable for product ID nim4cm01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure nim was having issues connecting to both pi boxes both wirelessly and when using cord. Once connection was achieved, electrode check would pass and then lose signal, until it finally lose signal indefinitley. There were no issues with electrodes and this was confirmed when new nim was brought in and everything worked perfectly. As part of troubleshooting turned nim off and on, tried multiple times to connect pi box with cord and wireless, turned off again, instead of using surgeon profile used default profile, worked for a few minutes and then lost connection, brought new nim to room and everything connected and passed and rest of case was fine with new unit. The procedure was delayed for 30 minutes. There was no injury to patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) /226945260, UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6) /226918889, UDI#: (B)(4), h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.